Event description:
It was reported a shocking or jolting sensation occurred. The shocking or jolting sensation started about 2.5 months ago intermittently, but now it was shocking patient on a daily basis. The patient described it as "painful, shock like sensation" at the implantable neuro stimulator (ins) site. Patient location and status was unknown. It was reviewed current impedance measurements were normal. Company representative saw patient about 2.5 months ago and normal impedances were noted. There was no known falls or trauma reported at that time. Company representative indicated that stimulation did not go away when stimulation was turned off. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).